Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A center director reported that approximately five months following lasik surgery, the patient presented with eye dryness in both eyes. The dryness was worse in the left eye. The patient was treated with bilateral punctual plugs. The patient also underwent a flap lift and rinse, one month after surgery. Also, per the director, the patient reported difficulty adjusting to mono-vision correction; however, the event is not disabling or significantly interfering with daily activities. No further information is expected. There are two medical device reports associated with this event. This report is for the right eye. A report for the left eye was previously submitted under mfg. Report # 3003288808-2015-06972.

Manufacturer narrative:
Evaluation summary: a review of the technical service and logfiles showed no abnormalities that could have contributed to this event. The suspect treatment was not identified (based on post refractive values) at this day. The system history showed that the laser was successfully verified prior to, and after the date of treatment. No technical root cause was identified as the system was operating within specifications. (B)(4).